Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer did not load a new cartridge at time of call due to being out of supplied. Customer resorted to manual insulin injections for insulin therapy until supplies arrived. Customer's blood glucose was between 300 and 400 mg/dl.